Event description:
It was reported that the patient received several shocks due to lead fracture. It was further reported that there was "artifact" and high impedance greater than 3000 ohms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported that the patient received several shocks due to lead fracture. It was further reported that there was "artifact" and high impedance greater than 3000 ohms. The lead was capped and replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn. Impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.